Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted a test stylet was fully inserted in the lead with no anomalies. No insulation damage observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant, the right ventricular (rv) lead experienced difficulty being placed. When the stylet was removed, the lead moved. The stylet was attempted to be re-inserted into the lead but it was not possible due to kinking of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.